Manufacturer narrative:
Concomitant medical products: product ID: a520, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a520, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient handset entered an android recovery mode upon navigating to patient therapy app. They were able to resolve this by rebooting the handset. However, upon interrogating with the patient therapy app, they noticed that programming had switched even though patient had never change settings. The caller was not with the patient. Technical services reviewed that we are unaware of this issue but if it was app related they will want to pull logs. The issue could also be unrelated to therapy app and pertain to the android os. More information is needed to troubleshoot further. The caller planned to meet with patient on wednesday and swap handsets. It was noted that patient was being seen for first 8 week post op appointment. There were no patient complications reported as a result of this event.